Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the blood glucose was high and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 498mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that he is having issues with the sensor. They tried to shut down pump. The blood glucose was 500mg/dl. The customer treated with the pump. The customer reported that the blood glucose was 498mg/dl 5 hours ago. The customer reported that he needs to change the set and knows why the blood glucose is high and didn¿t call for his blood glucose .the customer declined to troubleshoot for the pump for the high blood glucose. The customer informed that after days 3 it had messed up. Insulin delivery was suspended due to sensor glucose value of 40mg/dl. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.